Event description:
Reporter noted air was escaping from the handpiece (probe) and facility was unable to use it. Facility discovered that the probe did not work when it was in the eye. Facility had to abort the procedure and send the pt home without performing the vitrectomy.